Event description:
As the plastic surgeon inserted and attempted to fill the tissue expander it was described as "crimping" and "sticking to itself" which made it impossible to fill. This tissue expander was removed and a second tissue expander was immediately and successfully placed. After placement the tissue expander was filled and the incision was closed and the surgery concluded. Manufacturer response for tissue expander, style 133mv tissue expander (per site reporter): unsure.